Event description:
A report was rec'd that the pt was experiencing pocket discomfort and heating in the pocket after using the stimulation for some time. The ipg was too shallow and the orientation was not optimal for charging. The physician will revise the pts pocket to the right buttock.